Event description:
The original thunderbeat hand piece opened for the surgical case worked for 10 mins and then malfunctioned. The error message given suggested changing the handpiece or the transducer. The tip of the thunderbeat was not visibly broken.